Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. Additional information was received with the device indicating the patient was replaced with a mentor gel breast implant (serial number 9416192-046) at a later date. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with shell wear. A tear (a) was also found within the shell wear starting on the anterior view and expanding to the posterior aspect, measuring approximately 4.0 cm. In addition, an area of siltex cracking was observed on the posterior aspect, and a second tear (b) was revealed within the siltex cracking, measuring approximately 0.3 cm. Concerning tear a, the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. About tear b. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device has not been returned for evaluation; however, a photo of the device was returned for evaluation. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4). Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 200 cc breast implant and experienced deflation on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent removal on (B)(6) 2020.